Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced a tooth that broke while wearing aligners. They felt like they had something that was stuck under their lower front teeth. When they tried to pull it out, part of their tooth came with it. Patient was advised to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.